Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio also observed that a service wrench was present on the readiness display as well. Physio removed the analog pcb for further evaluation. Physio determined that the cause of the reported issue was that the negative strap which connected hybrid layer capacitor (hlc) battery, designator bt1, to the analog pcb had broken welds. As a result, bt1 was not connected to the pcb circuitry resulting in an electrical open that prevented the device from remaining powered on in order to charge and shock. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had two icons (charge pak, attention) present on its readiness display. Physio discovered when evaluating the unit that the device would not remain powered on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had two icons (charge pak, attention) present on its readiness display. Physio discovered when evaluating the unit that the device would not remain powered on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).